Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Customer¿s blood glucose level was 172 mg/dl. Tandem customer technical support was unable to investigate the alleged bolus delivery issue, therefore no additional information could be obtained. Additionally, it was reported that the pump battery was unresponsive. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.